Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a interventional iliac procedure. Reportedly, the knot was deployed outside the artery. When attempting to remove the device, it became stuck. It is believed that the device damaged the artery when attempting to remove it. There was bleeding and manual pressure was applied to control the bleeding until the surgeon performed a cut down to remove the device. An angio patch was applied to repair the artery and achieve hemostasis. There was extended hospitalization. No additional information was provided.